Manufacturer narrative:
Bd received 1 photo and 1 sample from the customer facility for investigation. Based on the evaluation of the photo and sample, bd observed gate flash on the bottom of the tube. The manufacturing records were reviewed for the incident lot and no issues were identified. Further investigation activities were conducted, and a potential root cause has been identified. Conclusion: the most likely cause is a valve gate pin not properly shutting off. In review of historical pir data, this appears to be an isolated incident and not representative of the overall batch quality.

Event description:
It was reported that a nurse punctured her finger on the burr on the bottom of a 13x75 mm 3.5 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure. The nurse felt pain when pushing the tube into the holder to draw blood. No serious injury or medical intervention reported.